Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that they got battery out limit alarm and alarm occur during normal use .the customer was assisted with troubleshooting and the display did not return. The customer was advised to replace battery cap and monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. No unexpected battery out limit alarm noted. The insulin pump was received with normal operating current. The insulin pump passed self test, displacement test, off no power test and unexpected restart test. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label, cracked reservoir tube lip and corroded battery tube.